Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic ketoacidosis. Customer blood glucose level was over 600 mg/dl. Customer was treated with insulin drip. Customer had noticed crack on battery compartment. Customer used insulin pump system within 48 hours of reported event. Troubleshooting was performed for pump crack on high blood glucose event and it was unknown about of the minimed system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The pump will  be returned for analysis.